Event description:
Falsely depressed sodium (na) results were obtained on two patient samples on the dimension exl with lm instrument. The initial results were reported to the physician(s). The samples were repeated on the original instrument. The repeat results recovered higher than the initial results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on the dimension exl with lm instrument. The customer replaced integrated multisensor technology (imt) sensor. Siemens remotely assisted the customer and adjusted the pump rate, primed standard a, standard b, and salt bridge which were functioning well. Then, the customer replaced the x-tubing and calibrated imt. Next, the customer replaced imt sample diluent, cleaned imt, replaced imt sensor, and deconfigured imt. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse recalibrated imt and rerun qc, which was passed, and patient testing was resumed. The instrument is performing according to specifications. No further evaluation of this device is required.